Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain on right in groin area, irradiating to entire back, every day, worse at time of ovulation and menstruation, when on toilet or was not sitting correctly, especially on right/ pelvic pain") and transient ischaemic attack ("attack") in a 47-year-old female patient who had essure (batch no. 50512911) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraindication to medical treatment (contraindication to oestroprogestative), protein s deficiency, iud expelled, obesity, snoring, nocturnal awakening, arterial hypertension, asthenia and daytime sleepiness. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced transient ischaemic attack (seriousness criterion medically significant) with vision blurred, aphasia and visual impairment. In 2013, the patient experienced dyspepsia ("severe gastric burning") and was found to have weight increased ("rapid weight gain, since placement, gained 15 kg"). In 2015, the patient experienced sciatica ("in 2015, major sciatica, then the next month, bilateral cervical-brachial nerve pain"). On (B)(6) 2017, the patient experienced allergy to metals ("marked reaction to cobalt on allergy test"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced dizziness ("dizzy spells"). On an unknown date, the patient experienced menorrhagia ("haemorrhagic menstrual bleeding with blood clots"), urinary incontinence ("urinary leakage"), headache ("major headaches especially at time of periods"), myalgia ("diffuse muscle pain"), fatigue ("major chronic fatigue"), musculoskeletal pain ("persistent shoulder pain"), tinnitus ("tinnitus"), palpitations ("palpitations"), dyspnoea ("breathlessness"), hypertension ("high blood pressure"), arthralgia ("joint pain from head to toe"), mobility decreased ("difficulty bending over, loss of mobility in lower body"), fungal infection ("recurrent fungal infections"), abdominal distension ("painful bloated abdomen especially at time of ovulation"), abdominal pain ("painful bloated abdomen especially at time of ovulation"), ovulation pain ("painful bloated abdomen especially at time of ovulation"), ovarian cyst ("right ovarian cyst"), dermatitis contact ("eczema on soles on contact with leather soles and with metal shoe buckle for 2 consecutive summers, same thing on palms of hands"), gastrooesophageal reflux disease ("gastro-esophageal reflux"), asthenia ("asthenia"), discomfort ("discomforts"), swelling ("swelling of the right flank") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total conservative hysterectomy and bilateral salpingectomy via celioscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. In 2017, the urinary incontinence and gastrooesophageal reflux disease had resolved. At the time of the report, the pelvic pain, transient ischaemic attack, dizziness, dyspepsia, weight increased, menorrhagia, headache, fatigue, sciatica, tinnitus, palpitations, dyspnoea, hypertension, arthralgia, mobility decreased, fungal infection, abdominal distension, abdominal pain, ovulation pain, ovarian cyst, dermatitis contact, allergy to metals, discomfort, swelling and dyspareunia outcome was unknown, the myalgia was resolving, the musculoskeletal pain had not resolved and the asthenia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, asthenia, dermatitis contact, discomfort, dizziness, dyspareunia, dyspepsia, dyspnoea, fatigue, fungal infection, gastrooesophageal reflux disease, headache, hypertension, menorrhagia, mobility decreased, musculoskeletal pain, myalgia, ovarian cyst, ovulation pain, palpitations, pelvic pain, sciatica, swelling, tinnitus, transient ischaemic attack, urinary incontinence and weight increased to be related to essure. The reporter commented: essure via hysteroscopy and under general anesthesia and both ostia were visible. Both implants were easily placed: 4 trailing coils on the right and on the left. She described pelvic pain since placement of tubal insert for sterilization, endocavity. Consultation report on (B)(6) 2017: research for metal allergy, the patient complained of multiple symptoms since implants placement in fallopian tubes. She had an attack requiring intervention from her primary care physician. Consultation report on (B)(6) 2017: subsequently to surgery, the patient described a general state improvement, asthenia resolution, absence of gastro-esophageal reflux, urinary leakage resolution, muscle pain improvement. She expressed these words: "relief, my life started again, if is as if a new page turned over, allows me to regain my freedom. I am full of possibilities". Consultation report on (B)(6) 2017: test to nickel, chromium, cobalt and titane underlined marked reaction for cobalt. An abdominal pelvic CT-scan was requested to rule out pararectal hernia (no result was provided). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: cobalt. Quality-safety evaluation of ptc: lot number: 50512911 - production date: apr-2010 - expiration date: apr-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible. However, a relationship with the reported event is not plausible. The reported event is not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the unknown, consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: new information from lawyer via legal department: essure insertion procedure details were provided; medical history was added. New events were also reported: swelling of flank, discomforts and dyspareunia. Essure removal date and method were also reported. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 17-jan-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain on right in groin area, irradiating to entire back, every day, worse at time of ovulation and menstruation, when on toilet or was not sitting correctly, especially on right/ pelvic pain") and transient ischaemic attack ("attack") in a 47-year-old female patient who had essure (batch no. 50512911) inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced transient ischaemic attack (seriousness criterion medically significant) with vision blurred, aphasia and visual impairment. In 2013, the patient experienced dyspepsia ("severe gastric burning") and was found to have weight increased ("rapid weight gain, since placement, gained 15 kg"). In 2015, the patient experienced sciatica ("in 2015, major sciatica, then the next month, bilateral cervical-brachial nerve pain"). On (B)(6) 2017, the patient experienced allergy to metals ("marked reaction to cobalt on allergy test"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced dizziness ("dizzy spells"). On an unknown date, the patient experienced menorrhagia ("haemorrhagic menstrual bleeding with blood clots"), urinary incontinence ("urinary leakage"), headache ("major headaches especially at time of periods"), myalgia ("diffuse muscle pain"), fatigue ("major chronic fatigue"), musculoskeletal pain ("persistent shoulder pain"), tinnitus ("tinnitus"), palpitations ("palpitations"), dyspnoea ("breathlessness"), hypertension ("high blood pressure"), arthralgia ("joint pain from head to toe"), mobility decreased ("difficulty bending over, loss of mobility in lower body"), fungal infection ("recurrent fungal infections"), abdominal distension ("painful bloated abdomen especially at time of ovulation"), abdominal pain ("painful bloated abdomen especially at time of ovulation"), ovulation pain ("painful bloated abdomen especially at time of ovulation"), ovarian cyst ("right ovarian cyst"), dermatitis contact ("eczema on soles on contact with leather soles and with metal shoe buckle for 2 consecutive summers, same thing on palms of hands"), gastrooesophageal reflux disease ("gastro-esophageal reflux") and asthenia ("asthenia"). The patient was treated with surgery (essure removal is planned for (B)(6) 2017). Essure was removed on (B)(6) 2017. In 2017, the urinary incontinence and gastrooesophageal reflux disease had resolved. At the time of the report, the pelvic pain, transient ischaemic attack, dizziness, dyspepsia, weight increased, menorrhagia, headache, fatigue, sciatica, tinnitus, palpitations, dyspnoea, hypertension, arthralgia, mobility decreased, fungal infection, abdominal distension, abdominal pain, ovulation pain, ovarian cyst, dermatitis contact and allergy to metals outcome was unknown, the myalgia was resolving, the musculoskeletal pain had not resolved and the asthenia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, asthenia, dermatitis contact, dizziness, dyspepsia, dyspnoea, fatigue, fungal infection, gastrooesophageal reflux disease, headache, hypertension, menorrhagia, mobility decreased, musculoskeletal pain, myalgia, ovarian cyst, ovulation pain, palpitations, pelvic pain, sciatica, tinnitus, transient ischaemic attack, urinary incontinence and weight increased to be related to essure. The reporter commented: she described pelvic pain since placement of tubal insert for sterilization, endocavity. Consultation report on (B)(6) 2017: research for metal allergy, the patient complained of multiple symptoms since implants placement in fallopian tubes. She had an attack requiring intervention from her primary care physician. Consultation report on (B)(6) 2017: subsequently to surgery, the patient described a general state improvement, asthenia resolution, absence of gastro-esophageal reflux, urinary leakage resolution, muscle pain improvement. She expressed these words: "relief, my life started again, if is as if a new page turned over, allows me to regain my freedom. I am full of possibilities". Consultation report on (B)(6) 2017: test to nickel, chromium, cobalt and titane underlined marked reaction for cobalt. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: cobalt. Further company follow-up with the unknown, consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: information received from an attorney via legal department. Reporter¿s and patient¿s details were updated. Events added: asthenia, gastro-esophageal and marked reaction to cobalt on allergy test. Essure was removed on (B)(6) 2017.consultation report on (B)(6) 2011: she described pelvic pain since placement of tubal insert for sterilization, endocavity.consultation report on (B)(6) 2017: research for metal allergy, the patient complained of multiple symptoms since implants placement in fallopian tubes. Consultation report on (B)(6) 2017: subsequently to surgery, the patient described a general state improvement, asthenia resolution, absence of gastro-esophageal reflux, urinary leakage resolution, and muscle pain improvement. She expressed these words: "relief, my life started again, if is as if a new page turned over, allows me to regain my freedom. I am full of possibilities".allergological work-up on (B)(6) 2016: cobalt.consultation report on (B)(6) 2017: test to nickel, chromium, cobalt and titane underlined marked reaction for cobalt. No further information was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority ((B)(4)) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain on right in groin area, irradiating to entire back, every day, worse at time of ovulation and menstruation, when on toilet or was not sitting correctly, especially on right") and transient ischaemic attack ("attack") in a female patient who received essure (batch no. 50512911). The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. In 2011, the patient experienced transient ischaemic attack (seriousness criterion medically significant) with vision blurred, aphasia and visual acuity reduced. In 2013, the patient experienced dyspepsia ("severe gastric burning") and weight increased ("rapid weight gain, since placement, gained 15 kg"). In 2015, the patient experienced sciatica ("in 2015, major sciatica, then the next month, bilateral cervical-brachial nerve pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dizziness ("dizzy spells"), menorrhagia ("haemorrhagic menstrual bleeding with blood clots"), urinary incontinence ("urinary leakage"), headache ("major headaches especially at time of periods"), myalgia ("diffuse muscle pain"), fatigue ("major chronic fatigue"), musculoskeletal pain ("persistent shoulder pain"), tinnitus ("tinnitus"), palpitations ("palpitations"), dyspnoea ("breathlessness"), hypertension ("high blood pressure"), arthralgia ("joint pain from head to toe"), mobility decreased ("difficulty bending over, loss of mobility in lower body"), fungal infection ("recurrent fungal infections"), abdominal distension ("painful bloated abdomen especially at time of ovulation"), abdominal pain ("painful bloated abdomen especially at time of ovulation"), ovulation pain ("painful bloated abdomen especially at time of ovulation"), ovarian cyst ("right ovarian cyst") and dermatitis contact ("eczema on soles on contact with leather soles and with metal shoe buckle for 2 consecutive summers, same thing on palms of hands"). The patient was treated with surgery (essure removal is planned for (B)(6) 2017). At the time of the report, the pelvic pain, transient ischaemic attack, dizziness, dyspepsia, weight increased, menorrhagia, urinary incontinence, headache, myalgia, fatigue, sciatica, tinnitus, palpitations, dyspnoea, hypertension, arthralgia, mobility decreased, fungal infection, abdominal distension, abdominal pain, ovulation pain, ovarian cyst and dermatitis contact outcome was unknown and the musculoskeletal pain had not resolved. The reporter provided no causality assessment for pelvic pain, transient ischaemic attack, dizziness, dyspepsia, weight increased, menorrhagia, urinary incontinence, headache, myalgia, fatigue, sciatica, musculoskeletal pain, tinnitus, palpitations, dyspnoea, hypertension, arthralgia, mobility decreased, fungal infection, abdominal distension, abdominal pain, ovulation pain, ovarian cyst and dermatitis contact with essure. The reporter commented: she had an attack requiring intervention from her primary care physician. In-depth medical investigations currently underway. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-mar-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: 50512911 - production date: apr-2010 - expiration date: apr-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible. However, a relationship with the reported event is not plausible. The reported event is not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced severe pain on right in groin area, irradiating to entire back, every day, worse at time of ovulation and menstruation, when on toilet or was not sitting correctly, especially on right (considered as pelvic pain) and had an attack. Essure removal is planned. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. The event attack is regarded as an unanticipated. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the event attack, considering its pathophysiology and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident since device removal is planned. Additionally, non-serious events were reported. The product technical analysis concluded a quality defect was not confirmed but considered plausible. No further information will be available, because health authority does not allow active follow-up.